Manufacturer narrative:
This event occurred in (B)(6). Sample material was requested for investigation but could not be provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned thyroid results for 1 patient tested for elecsys ft3 iii (ft3 iii), elecsys t3 (t3), elecsys t4 (t4) and elecsys anti-tpo (anti-tpo) on a cobas e801 module, a cobas e 411 immunoassay analyzer, a cobas 8000 e 602 module and a cobas 6000 e 601 module compared to the centaur method. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the t4 results, medwatch with patient identifier (B)(6) for information on the t3 results, and medwatch with patient identifier (B)(6) for information on the anti-tpo results. The questionable results were reported outside of the laboratory. The customer suspects an interference affecting the roche results. The centaur results were believed to be correct. Refer to attached data for the patient results and interference testing performed by the customer. The cobas 8000 system core unit serial number was (B)(4). No other serial numbers were provided.